Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed. A system c heckout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the health care professional (hcp) felt inaccurately about 2 mm, they tried all registration types. The hcp felt inaccurate with every instrument. It was also reported that the surgeon was unable to pass registration, all registration types were tried. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome. The medtronic representative (mr) reported that she was able to verify all instruments and navigate accurately. Suspect metal interference from mayo. The mr reviewed how to check for metal interference with the site.

Manufacturer narrative:
The software archives were submitted and could not be loaded onto the system even when putting to show all. They did load onto a different navigation system. There were 6 exams, 4 of which were usable for registration and follow the imaging protocol. No registration data was available. They were unable to determine the probable cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the health care professional (hcp) felt inaccurate by about 2 mm, they tried all registration types. The hcp felt inaccurate with every instrument. It was also reported that the surgeon was unable to pass registration, all registration types were tried. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.